Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material in the nozzle could not be determined since whether there was deviation from instructions for us in reprocessing steps for the area foreign material remained or not was unknown and the residue point was confirmed to have been free from deformation (no physical damage). The event can be detected and prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found foreign material inside the nozzle. Switch 4 had wear and damage, switch 1 had wear, angle wire had wear so bending angle in up direction did not meet the standard value, angle wire had wear and the up/down knob had a scratch and was out of the standard value, adhesive of bending section rubber had a chip, scratch, crack and had deterioration, switch box had a scratch, image guide bundle protector had a cut, plastic distal end cover had a scratch, connecting tube had a scratch, dent and discoloration, control unit had a scratch, discoloration and right/left knob had a scratch, forceps elevator knob and elevator lever had a scratch, suction cylinder had a scrape, scope connector had a scratch and was broken, universal cord had a scratch, grip had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.